Event description:
Corrected information was received indicating that the leak point is unknown.

Manufacturer narrative:
Corrected information was received and provided in outcomes attributed to adverse event and event. This event does not meet criteria as a reportable malfunction based on corrected information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leakage occurred during a procedure. The procedure was completed without product replacement. There was no patient harm.